Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient reported to the emergency room on (B)(6) 2018 with overdose symptoms post refill of the pump. The managing hcp had the representative turn the pump to minimum rate. The hospital administered narcan, and the patient was awake and responsive when the representative arrived to turn down the pump. It was unknown if there were any environmental, external or patient factors which may have led or contributed to the issue. It was unknown what diagnostics or troubleshooting steps were performed. It was unknown if the issue was resolved. The patient's status at the time of the report was alive - no injury. No further complications were reported.